Event description:
Information was received from a consumer regarding a patient who was receiving fentanyl and bupivacaine at an unknown dose and concentration via an implantable pump for cancer chemotherapy and prostate. It was reported that the patient's pump was alarming, however the patient was not aware it was alarming. It was stated that the pump was no longer needed. The patient had a stroke in (B)(6) or (B)(6) 2017, and when he had the stroke, he was no longer in pain. The last refill was done "about 6 months ago". The alarm started "a couple months ago". No further symptoms were reported. Additional information was received from a healthcare provider (hcp). The cause of the pump alarm was that the patient did not schedule a timely refill. When asked to clarify why the patient was unaware of the alarm, it was stated that it was not a device issue. A refill was performed to resolve the alarm. No further complications were reported or anticipated.